Event description:
On (B)(6) 2008, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, a computed tomography scan revealed a proximal type I endoleak with aneurysmal enlargement from 6.1 cm to 6.6 cm in diameter. The physician did not indicate what may have caused the endoleak. On (B)(6) 2014, an angiogram revealed no evidence of endoleak. No further action will be taken.

Manufacturer narrative:
A review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.